Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The unit was returned with broken battery tube threads.

Event description:
The customer reported that the customer attempted to prime and insulin squirted out. The blood glucose reading was 236mg/dl. The customer mentioned that the device was stuck in the prime loop. Advised the caller that the insulin pump would be replaced. No further information was provided.